Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The malfunction code was identified as malf 12, and the corresponding fault ID was 0x2071. There was no adverse impact on the customer's blood glucose level, which remained under 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the malfunction code appears again.